Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer functional. This led to an in-clinic evaluation, during which, troubleshooting attempts did not resolve the issue; therefore, a surgical intervention was scheduled. Approximately six months later, the patient underwent a revision procedure. A hole that caused fluid loss was confirmed in the cuff. No patient complications were reported.